Manufacturer narrative:
The IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record was reviewed for compliance and no issues were observed. Distributor notified new world medical that the doctor disposed of the explanted valve and a new valve was implanted. Patient is doing well with newly implanted valve.

Event description:
Doctor informs that he has implanted a fp7 valve (B)(4), lot b0719) but the patient has evolved to a severe and persistent atalamy, indicating that the valve was not containing the flow of aqueous humor.